Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to wilson-cook for evaluation. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices had been previously distributed. Conclusions: we were unable to conclusively determine a cause for this observation because the report was unable to be verified. However, we can provide the following comments: additional info provided with this report indicated that the device was not in a torqued position during this occurrence. We can advise that difficulty with clip release can occur if the device is used in a particularly curved or tortuous position. This could have caused an increase in friction between the inner and outer catheter, contributing to clip release difficulty, as reported. Additional info provided in this report indicated the endoscope used has an accessory channel of 3.7 mm. The instructions for use for this product line contains the following statement: "the coordination of accessoary channel size with compatible devices is essential in obtaining optimal results during a procedure. Please refer to the product package label for the minimum channel size required for this device." The product package label for this device indicates that this device is compatible with endoscopes that have a minimum accessory channel size of 3.2mm. Difficulty in clip release, as reported, can occur if the device is used with an endoscope that has an accessory channel smaller than 3.2mm due to an increase in friction between the inner and outer catheters. Corrective action: no corrective action warranted at this time, as the report was unable to be verified. Prior to distribution, all tri-clip endoscopic clipping devices are subjected to a visual inspection and functional test to ensure device workability.

Event description:
During the procedure, the physician used a cook endoscopy tri-clip endoscopic clipping device. The device was advanced through the endoscope and the clip was fastened to the issue site. At this time, difficulty was experienced releasing the clip from the catheter. The clip was released from the catheter onto the tissue site by using a side to side movement of the catheter. No injury to the pt was reported. See additional info.